Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer's blood glucose was 5.4 mmol/l at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer thought that part of the cannula was still stuck in their body. However, x-rays show that the sensor cannula was retracted and not stuck in the body.